Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. The initial reporter phone number provided is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difference in the patient temperature displayed on the patient monitor connected to arctic sun device stat. Per review of wo on 10sep2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. This equipment is connected to a philips patient monitoring device using a temp out cable (735-56). Testing with a temperature simulator at 33°c, 37°c, and 39°c showed that the patient monitoring device displayed the correct temperatures. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difference in the patient temperature displayed on the patient monitor connected to arctic sun device stat. Per review of wo on 10sep2025, there was no patient involvement.